Manufacturer narrative:
B.1. Date of event unknown; awareness date used. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd anti-reflux valve (backcheck valve) back-flowed. The following information was provided by the initial reporter: the valve is letting fluids go to wrong direction. When did the incident occur? During use used with bbraun tubing in pump infusion.

Manufacturer narrative:
Two (B)(6) samples were received for investigation of (B)(6), in which the customer has stated: "the valve is letting fluids go to wrong direction." No packaging was received with either sample, and the customer has not provided a lot number. No sample of the connecting product(s) was received to aid the investigation. As part of the investigation the customer provided a photograph of the affected product; analysis of the photograph confirmed the customer's experience with some backflow visible beyond the back check valve (bcv). Examination and functional testing of both samples found no backflow or leakage, nor any damage or deformity which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site; however, as no lot number was provided to aid the investigation into this report, it has not been possible to perform a review of the production records in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have identified that some back flow can occur under certain infusion conditions: excessive pressure ¿ if an internal pressure in excess of 200kpa is applied it has been found that the bcv membrane can temporarily flex or deform; after which a low-pressure bolus could potentially bypass the valve until the membrane returns to its normal shape/position. It is possible for small volume syringes to generate an excessively high pressure during a hard manual bolus. Counter flow pressure differential - bs: en: iso 8536-12: (infusion equipment for medical use. Check valves) states ¿the check valve shall close at a pressure of not more than 2kpa in its counter flow direction valve"; therefore, if the pressure difference between a gravity infusion and a back pressure is less than 2kpa, it is possible for back flow to occur. Particulates ¿ if any solution borne particulates become trapped in the bcv, it can cause the membrane to remain in the open position allowing some backflow to occur. Please note that all design and in-process testing performed on this bcv shows that it is capable of meeting the requirements of bs: en: iso 8536-12: infusion equipment for medical use. Check valves. A review of the customer advocacy feedback database indicates that this is a rare occurrence, with a small number of similar reports received against the (B)(6) product in the past 12 months.

Event description:
No additional information.